Event description:
Patient had coded the night before, was on several inotropes, and was becoming more tachycardic and hypotensive. Milrinone was ordered @ 0.1 mcg/kg/hr. Sigma pump would not allow staff to start drip under milrinone function without putting in a loading dose that had to be run over at least 10 minutes. A loading dose was ordered and it bottomed out patient bp. Code dose epinephrine was then pushed to return patient blood pressure to within an acceptable level within 30 seconds.====================== health professional's impression======================the loading dose for milrinone does come up as an option, but the user must select yes or no. It is not a mandatory loading dose. If the user selected yes in error, there is a cancel button to return to the primary infusion. If the loading dose has been initiated and the patient is not tolerating it, there again should be a cancel button for the rn to stop the loading dose and the pump will then just go back to the maintenance infusion rate.